Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.